Event description:
It was reported that patient underwent a hip arthroplasty procedure utilizing suture anchors on (B)(6), 2012. During the procedure, the surgeon attempted to implant a suture anchor, but it pulled out when he set the anchor. He reloaded another anchor and tried implanting with the same result. An additional hole was drilled and a new anchor attempted with the same outcome. The surgeon completed the procedure utilizing competitor product. There was no injury to the patient or significant delay to the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-01064 / 01066). The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA.